Event description:
Boston scientific received information that this patient experienced a syncopal event and was asked to perform a home interrogation with her home monitoring equipment. The patient stated they did, but one was never received. The patient was seen by the health care professional (hcp) and it was noted that the patients heart rate was well over 300 bpm and had a very fast ventricular tachycardia (vt) and ventricular fibrillation (vf). The device remains implanted and no intervention was performed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This product was later explanted for normal battery depletion (nbd) and returned.